Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 07/22/2024, it was reported that the cgm was reading 40 mgdl and the blood glucose reading was 150 mgdl. According to the report, despite multiple calibration attempts, the cgm reading persistently dropped to 30 mgdl. The display device will not show an estimated glucose value (egv) of 30 mgdl, however will show the word low for egv 39 mgdl and below. According to the report, on the night of (B)(6) 2024, the patient went to bed but failed to awaken. The wife tried to wake him up and called 911. There was reportedly no cgm alert that prompted the wife. The egv at that time was not documented. Paramedics arrived and transported the patient to the emergency department (ed). At 4:00am on (B)(6) 2024, the patient was treated with unremembered medication. He thought that either the hospital or the paramedics were giving him some sugar water. On the way to the hospital, the paramedics checked the bg and it was at 31 mgdl. The patient didn't know the cgm reading when his fs was at 31 mgdl. At an unspecified time, the patient was also given an intravenous (IV) and insulin. The length of stay in the hospital was not documented. At the time of the report 6 days later the patient was reportedly back to normal and doing okay. There was no documentation of further medical evaluation or intervention for hypoglycemia with loss of consciousness. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the cgm was reading 40 mgdl and the blood glucose reading was 150 mgdl. According to the report, despite multiple calibration attempts, the cgm reading persistently dropped to 30 mgdl. The display device will not show an estimaged glucose value (egv) of 30 mgdl, however will show the word low for egv 39 mgdl and below. According to the report, on the night of (B)(6) 2024, the patient went to bed but failed to awaken. The wife tried to wake him up and called 911. There was reportedly no cgm alert that prompted the wife. The egv at that time was not documented. Paramedics arrived and transported the patient to the emergency department (ed). At 4:00am on (B)(6) 2024, the patient was treated with unremembered medication. He thought that either the hospital or the paramedics were giving him some sugar water. On the way to the hospital, the paramedics checked the bg and it was at 31 mgdl. The patient didn't know the cgm reading when his fs was at 31 mgdl. At an unspecified time, the patient was also given an intravenous (IV) and insulin. The length of stay in the hospital was not documented. At the time of the report 6 days later the patient was reportedly back to normal and doing okay. There was no documentation of further medical evaluation or intervention for hypoglycemia with loss of consciousness. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.